Manufacturer narrative:
The device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed on (B)(6) 2013. Patient was implanted with a afx bifurcated stent graft (bsg) and a afx suprarenal aortic extension. A routine follow up (doppler ultrasound) found a possible endoleak 3b. Secondary procedure was performed on (B)(6) 2017. Angio was performed; however, the leak could not be located. A afx2 bsg and afx vela infrarenal cuff were implanted to re align previously implanted afx bsg. Post angio and follow up doppler ultrasound showed no leak. Patient did well during procedure and went home the following day. There has been no additional patient sequelae reported at this time.